Manufacturer narrative:
(B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique that led to peritonitis. The breach was not further specified. The patient was hospitalized for the event. The patient was treated with unspecified antibiotics for the event. Dianeal therapy and antibiotic treatment were discontinued and hemodialysis was initiated. The patient had not recovered from the event at the time of the report. No additional information is available.